Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation procedure exhibited air ingress. During the procedure when the sheath was inserted into the body and aspiration was performed after the insertion of catheter, air was noted in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation procedure exhibited air ingress. During the procedure when the sheath was inserted into the body and aspiration was performed after the insertion of catheter, air was noted in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.